Event description:
Boston scientific received information that this patient had experienced a fall approximately one month ago. Left ventricular (lv) lead impedance measurements are greater than 2000 ohms in all configurations utilizing the lv lead tip. However, impedance measurements were within normal limits when the ring electrode was utilized in the configuration. A potential lead fracture is suspected. No adverse patient effects were reported.

Event description:
--

Event description:
--

Manufacturer narrative:
The lead remains actively implanted at this time and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Fluoroscopy confirmed the lead was fractured and a revision procedure was performed. The lead became disconnected during efforts to explant it and the distal portion was surgically abandoned. The explanted proximal portion was returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing confirmed the lead cathode conductor coils are fractured approximately 486mm from the terminal pin. Analysis determined that due to the location of the fracture, the damage appears consistent with a fatigue fracture near the suture sleeve tie down area. No other adverse events have been reported. This product issue will be updated if additional information is received.